Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Arrhythmia, cardiac arrest, thrombosis, and death, as listed in the japan xience prime everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, 100% stenosed left main. The patient was experiencing an acute myocardial infarction when hospitalized and was placed on an intra aortic balloon pump (iabp) and percutaneous coronary support (pcps). Thrombus was present prior to stent deployment. Pre-dilatation was performed on the lesion prior to deployment of a 3.0 x 23 mm xience prime stent. Post-dilatation of the stent was performed. Blood flow was confirmed to be timi 3 flow. The pcps was removed and the patient left the cath lab. On (B)(6) 2013, approximately 24 hours post deployment of the stent, the patient exhibited abnormal cardiac rhythm and suffered cardiac arrest. Pcps was reinserted and angiography confirmed a thrombotic occlusion of the right coronary artery and left main. Thrombosis aspiration was performed in the left main and dilatation was performed using a non-abbott balloon catheter. Thrombus was also present in the right coronary artery and was also aspirated, restoring blood flow. On (B)(6) 2013, the patient expired due to exaserbation/worsening of the primary disease. No additional information was provided.